Event description:
We did an l3-5 psf with robot using mcs screws. Both of the screws at l3 shifted to the left. The right screw went medial and the left screw was lateral. It was identified by neuromonitoring upon stimulation and then confirmed with another infra op spin. We backed the screws out and replaced them with robotic guidance using the second o-arm spin. All other screws were fine.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Engineering evaluations were unable to verify that there was a system malfunction due to insufficient information. Case logs could not be obtained after multiple good faith attempts. Multiple implants being misplaced in the same direction is symptomatic of a registration shift during the intra-operative workflow with excelsiusgps. A registration shift is caused by movement of either the ict or drb relative to the patient. In the event of an ict shift, the software will detect the shift and alert the user with a "registration shift" warning after image transfer. In the event of a drb shift, if the surveillance marker is paired to the drb, the software will detect the shift and alert the user with a "possible shift of drb detected by surveillance marker" warning. If the surveillance marker is not paired to the drb, the software is unable to detect and alert the user of potential shifts of the drb. The observed overall risk level is low which matches the observed anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.